Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pump suction: patient had immediate suction believed to be because of volume related but not confirmed. After reviewing logs, suction alarms along with sudden spike in placement signal along with drop to 0 in pump flow was observed. The cause of the pump suction was most likely patient condition related per the log review. Device in wrong position (positioning issue): pump was in deep which need position to be optimized. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The graft was bleeding due to dislocation and this blood loss contributed to suction observed on the pump. Additionally, during the support the pump was repositioned repeatedly. This did not prompt pump replacement or removal. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.